Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the stretched distal tip measuring 45.6 cm was returned for analysis. The outer insulation exposing the outer coil were noted at 13.0cm to 13.4cm and 20.0cm to 20.5cm from the distal tip, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.